Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported that during use on a patient, 2 cardiosave intra-aortic balloon pumps (iabp) had a no cable alarm. Troubleshooting was completed on the pumps including: changing out the pressure cable, changing out the disposable transducer system, as well as changing out the the 1st console. The pressure cables the account was using were verified to be correct as they are used to placing non-fiber optic balloons. A third pump was used to switch the patient to.it was reported that they switched the console over successfully with no issue and they were able to get an appropriate arterial line waveform. There was no harm reported. This report is for the first iabp used in this event. The second iabp used is being reported separately.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: e3. Additional info: contact person( name: (B)(6), email address: steve(B)(6)). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "console number one" with the serial number : (B)(6) . (B)(6), a ccl rn , has been called for assistance with arterial line acquisition on two cardiosaves during use. There was no patient harm or injury is being reported. She then reported that a no cable alarm was present. She then went over all of the troubleshooted then she had completed on both pumps including: changing out the pressure cable , changing out the disposable transducer system , as well as changing out the console. The second console was also troubleshooted correctly. Then the fse had also further verified the pressure cables and their account was using were correct as they are used to placing non fiber optic balloons. (B)(6) then further reported that they had a third pump on the way from their sister's account and would let the fse know about their progress when the pump was switched over. Then the fse had further spoke to (B)(6) at 6:04 pm est. She then reported that they had switched the console over successfully with no issue and they were able to get an appropriate arterial line waveform. (B)(6) was very appreciative of the support and provided the complaint information for both of the affected consoles. Then the fse had further suggested that she should take both consoles and cables down to biomed. H3 other text : issue resolved over phone call.